Event description:
The report stated that during a colectomy the ligasure atlas was being used to seal and transect tissue in the mesentery. After approximately 10 complete sealing cycles, under 200cc's of bleeding occurred from the sealed tissue. The tissue was thick, so the bleeding did not stop even though the tissue was divided into a few layers and sealed. The bleeding area was then manually sutured. The power of the generator was then raised to level 3 and the operation was completed without any further problems. The pt is ok.

Manufacturer narrative:
Date of initial report: february 11, 2008. The returned of the incident sample has been requested. To date it has not been received for evaluation. If the sample is received or if add'l info pertinent to the incident is obtained a follow-up report will be submitted.